Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device upgrade procedure, atrial lead was stuck in the device header. Physician removed the lead septum and set-screw but still encountered resistance with lead removal. Lead removal kit was used and the lead was removed without further difficulty. Lead tested fine on the new device. The patient was fine after the procedure. Patient will be followed up normally.

Manufacturer narrative:
The device was returned due to header anomaly. The header was damaged prior received for analysis. No testing could be performed.